Manufacturer narrative:
November 08, 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a f/u performed on (B)(6) 2013, the device was found in nominal mode and re-programming was performed successfully. Preliminary analysis of the programmer files revealed that, the device switched to standby mode and re-initialization was performed on (B)(6) 2013.